Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory issues. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging they have respiratory issues. There is no allegation of serious or permanent harm or injury. Using a known good power supply and power cord, manufacturer tech was able to confirm the device powers on and provides airflow. During review of the error logs, the manufacturer determined that the device was likely reset prior to pil receipt due to the machine having 8431.5 hours and 0 blower and therapy hours. Care orchestrator data was not available for download. Internal investigation found an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box, and blower seal. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer used a confirmed no presence of degraded sound abatement foam using a foam integrity test tool and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that unable to directly address any symptoms or complaints in this report, sections d9, g3, h3, and h6 have been updated or corrected.